Event description:
The device was returned for analysis and the investigation of the device revealed that the subject stent deployed prematurely within the microcatheter. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned for analyses, and the subject stent was returned within the microcatheter strain relief, and subject stent was noted to be deformed, the subject stent delivery wire was noted to be kinked/bent. The stent introducer sheath was not returned for analyses. As the stent was stuck inside the microcatheter, the stent got fracture during the analyses of the microcatheter. The as reported, stent deployed prematurely during transfer could not be confirmed as the stent was stuck inside the shaft past the strain relief. It is not clear from the description what caused the initial difficulty in advancing the stent from the introducer sheath into the microcatheter lumen/advancing the stent inside the proximal section of the microcatheter lumen. In the follow-up good faith effort (gfe) process the operator states that the sheath was correctly set up and that the rotating hemostasis valve (rhv) was tightened to prevent sheath movement. It is possible that the introducer sheath was initially set up correctly but subsequently moved proximally prior to stent advancement out of the sheath. This would result in a gap between the distal end of the sheath and the microcatheter lumen. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into this gap. The user will then experience increased resistance while attempting to advance the stent through the microcatheter. This is one possible explanation to explain the analysis findings. Alternatively, due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the device though the distal section of the microcatheter and, due to this resistance, the user applied force to try and advance the device through the microcatheter. Furthermore, when attempting to retract the stent, the delivery wire slipped out of the stent, leaving the stent deployed inside the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The 'as reported' stent difficult/unable to transfer as well as the 'as analyzed' stent deformed, stent deployed prematurely during use and sdw kinked/bent will be assigned a probable cause of procedural factors. As this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the as reported defect stent deployed prematurely during transfer as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.